Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206, serial/lot #: (B)(6) , UDI#: (B)(4) h3, h6: the exports/logs were returned for analysis. The analysis determined that no software issues were detected. The 3d scan that was done, was not in high quality. This might have been due to lighting issue in the operating room or due to positioner height. It could be due to a 3d intel camera issue. Multiple device codes are present. Below clarifies what each is associated with. A051205 - arm collision a0902 - scan issues medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that when operating, when sending to the first trajectory, the arm ran into the bridge mounted to the patient. They took a look at their 3define scan and it looked like half of the scan was missing, but the bridge seemed to be present. They decided to define a generic work volume and re-register the patient to proceed. All screws and trajectories were accurate, this was confirmed by an imaging spin. There was no patient harm and a delay of less than one hour.